Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a motor error alarm, a motor position encoder error alarm, and an off no power alarm. The customer's blood glucose reading was 68 mg/dl. The customer was able to rewind the insulin pump. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was informed that the device would be replaced, and to return the device for analysis.

Manufacturer narrative:
The pump was received with normal operating currents and passed the self test, rewind, basic occlusion, prime and displacement tests. The pump was received stuck in the motor error alarm loop during the bolus delivery and a motor position encoder error alarm was confirmed in the history file. Unable to perform the unexpected restart, occlusion and excessive no delivery tests due to the motor error alarm. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was monitored and no unexpected shutting off, off no power, blank display, loss of settings, or check settings alarms occurred during testing. No cosmetic damage was noted during physical inspection.